Manufacturer narrative:
(B)(4). Review of the reported lot number for this device shows that it had expired prior to use. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, tissue would stick to the device jaws and tear. The issue resulted in 150cc of bleeding by the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 11/17/2016. Date of follow-up report: 02/03/2017. One lf4200 was received for evaluation. Visual inspection found no defects. The investigation found the device to function normally and within specifications. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.